Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump pushed the additional dose button. The patient noted that there was a question if the pump administered the morning dose. The patient was instructed to speak to primary care provider. There were no reported adverse effects.